Event description:
It was stated that leakage occurred from the medication cassette and extension tube during use. There was patient involvement, and no harm was reported.

Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.